Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated. The programmer keeps displaying an 'out of range' message. Tones could not be obtained with the application of a magnet.